Event description:
It was reported the device had suspected loss of capture. The episode was captured with hospital telemetry. The device was explanted and replaced. It was later returned with a report of no pacing output and loss of capture. The rv (right ventricular) lead also had reported loss of capture and was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B) (4) lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies were found.